Event description:
The customer reported to baxter (B)(4) of a vented solution set in which an unknown particle was observed in the drip chamber. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received at the plant for evaluation. Visual inspection was performed and a small scrap of paper was observed in the vented drip chamber. The reported condition was confirmed. The root cause was determined to be a supplier issue. The involved drip chamber part is not manufactured by baxter but purchased from an external supplier. The supplier will be notified of this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information become available, a follow-up report will be submitted.